Manufacturer narrative:
(B)(4)

Event description:
It was reported that low and out of range hv lead impedance was observed inter-operatively at a routine device change-out. Shock configuration was changed and dft was performed successfully. Patient was fine after the procedure.